Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose readings of 597 mg/dl. Customer reported symptoms of feeling thirsty and tired. Customer has treated the high with manual injections. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. The high pressure test was performed and passed. The cannula was also noted to be bent. No further information reported.